Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. One device evaluation is in progress. One event was confirmed during testing. One device was found to be affected by a damaged electrical component. One device was repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had run-on. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale: corrected data: 1 previously reported event is included in this follow-up record. Product return status: 1 device was received for evaluation.  Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a failed e-box.   Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 2 malfunction events in which the device had run-on. There was no patient involvement; no patient impact.